Event description:
Meter name: one touch profile meter, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: frequently urination, excessive thirst, and dry skin, patient felt high. A patient reported they were seen at the doctor's office. Their meter allegedly was missing segments and not able to read the display. The result on their meter was unable to read display. The result on the doctor's office meter was 497. The time difference between patient's meter and doctor's meter was: no comparison was done. Treatment was unknown. No further information has been reported.